Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 12mmx100mm lot #73b1800063 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the same intervention, the balloons of two trocars burst. The first one burst just after insertion in the patient, the surgeon used a 2nd trocar, which burst 15 minutes later. The surgeon did not remove this 2nd trocar and succeeded in maintaining a sufficient tightness to complete the intervention, which was a short appendectomy.